Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence, suspected to be caused by a fluid leak. A surgical procedure was performed to remove and replace all the components. No additional patient complications were reported.